Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The failure to cycle was not confirmed. Entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It appears an anterior needle to cuff miss or disengagement occurred. When this occurs, the suture is through the vessel wall on the posterior side and will need to be removed. Depending on the mal-function the amount of suture in the vessel and the conditional circumstances determine any entrapment and the steps required to remove the device. In this case, the physician cut the suture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The first prostyle device was successfully pre-placed. Reportedly, black push down pin [plunger] of the second prostyle device worked and deployed but the suture didn¿t come up with the pin; it was left insitu [in position] and had to be cut out. The same issue occurred with the third prostyle device, but the suture did not remain in the patient and was removed without issue. The suture of a fourth prostyle device was successfully pre-placed. The sheath was upsized to 22f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.